Event description:
Treatment of a dissecting aneurysm located in the ica (internal carotid artery). The patient was given dual antiplatelet therapy. Prior to the procedure, angiogram revealed a small residual stenosis in the vessel. On (B)(6) 2014, the patient underwent pipeline (3.75mm x 20mm) embolization treatment without issues. The diameter of the stenosed pipeline at the end of the procedure was 2.5mm. On (B)(6) 2014, the patient presented with a small stroke on the same side of the pipeline which was noted to be completely thrombosed. The physician believes that there was no interruption of the dual antiplatelet therapy and the patient was therapeutic at the time of the procedure. The patient is expected to have a full recovery as the territory is being fed by the a-comm (anterior communicating) and p-comm (posterior communicating) arteries.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.